Event description:
Phacoemulsification of mature senile cataract was attempted. The phaco did not work despite repeated attempts. Surgery was converted to an extracapsular cataract extraction, lengthening surgery time and recovery time.